Event description:
Sales representative reported that the 1st t's had to be manually advanced with a hemostat then the second t's would not deploy. This happened on all three devices from this lot. The first two t's of the fast-fix system remained in the patient. The third fast-fix system in which t2 did not deploy, the surgeon was able to remove both t1 and t2 using a grasper. The surgeon is an experienced user of the fast-fix ab meniscal repair system. The 4th and 5th attempt where successful. A delay of 20 minutes was experienced and there was no report of patient injury.

Manufacturer narrative:
Devices are not being returned for evaluation, therefore, no determination could be made for the reported device failure.